Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later a surgical procedure was performed in which the cylinders and pump were replaced due to a tear in the left cylinder. The cause of the tear could not be determined. The patient was stable and got better following the procedure.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later a surgical procedure was performed in which the cylinders and pump were replaced due to a tear in the left cylinder. The cause of the tear could not be determined. The patient was stable and got better following the procedure.

Manufacturer narrative:
Product investigation completed. The pump was visually inspected and functionally tested; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and performed within specification. The cylinders were visually inspected and functionally tested. Cylinder 1 has a leak in cylinder body attributed to wear at fold; hole at corner of fold was present. Cylinder 1 was not pressure tested due to the leak identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body. The kink resistant tubing (krt) of both cylinders was worn to filament. Product analysis identified device malfunction with the returned cylinder. The product analysis results, and event report provided no objective evidence that would warrant further escalation.